Event description:
The customer contacted stryker to report that their device did recognize the paddles lead and were unable to obtain an ECG. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker discovered via phone troubleshooting that using a different therapy cable resolved the issue. The one in use was seven years old and needs replacement. The customer is ordering additional new therapy cables to resolve this issue. The device nor cable were returned to stryker for investigation therefor no root cause could be determined. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer.